Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of the latch.a field service engineer reseated the connections to resolve the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es had a tower door failure. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.